Event description:
Related manufacturer reference number: 2017865-2023-01219 and 2017865-2023-01220. It was reported that the patient presented with infection and bacteremia during follow-up in clinic. The implanted device pocket was noted to be warm, red, swollen and with purulent drainage. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.